Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, several staple loads were used with the stapler, these loads included purple 45mm reloads and black 45mm reloads. A small piece of the yellow plastic guard that the reloads were packaged with was located in the chest cavity, immediately following the use of a reload. The surgeon successfully removed this piece. The size of the broken piece was roughly 1-2mm. The guard was removed prior to the load being inserted in the patient, therefore the team was unaware of how the piece ended up breaking and entering the chest cavity.